Event description:
It was reported that, after a surgical procedure unrelated to the device, the patient with this implantable cardioverter defibrillator (ICD) experienced cardiac symptoms including diaphoresis. The patient stated that the pacing therapy was off, and an interrogation was requested. No additional adverse patient effects were reported. This ICD remains in service.